Event description:
It was reported the subject device had lamp for excessive pressure illuminated. The issue was found during sedation (device inside patient) of a therapeutic laparoscopic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h7, h9 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Remote troubleshooting was not able to resolve the issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information provided by the customer.